Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the eyelids of intermittent catheter were not smooth and caused some pain to the patient. Patient had been using for more than 90 days. No medical intervention was reported. Per follow-up information received on 11nov2021, customer stated that they were able to successfully drain their bladder. Customer stated that they never needed medical intervention and suggested a lubrication to be applied to the catheters. Per follow-up via phone on 17nov2021, customer stated that the catheter scratches since the eyelets were not polished and that otherwise they were okay. Patient was currently switching between two different catheters to reduce the number of times they used these catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eyelids of intermittent catheter were not smooth and caused some pain to the patient. Patient had been using for more than 90 days. No medical intervention was reported.